Event description:
Device evaluation. Lifescan received the meter involved with this complaint. Device evaluation was completed on 10/17/2014. The meter passed all testing with no faults found. The complaint was not confirmed. In addition a secondary issue was observed, the meter was found to have data corruption. There was no indication that the product caused or contributed to an adverse event.